Event description:
It was reported before using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there were 10 tubes with unknown foreign matter. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter - unknown was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter - unknown. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka e1. Initial reporter facility name: (B)(6) hospital there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k213670, k231373. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there were 10 tubes with unknown foreign matter. There were no health consequences or impacts reported.